Manufacturer narrative:
Update 01/03/2012 - litigation papers received. They provided patients middle initial, date of birth, date of implant, and information that allowed us to locate an invoice. Product codes and lot numbers were added. There is no new additional information that would affect the investigation. Doi: (B)(6) 2007. The devices associated with this report were not returned for examination. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation papers received. They provided information we have added to the complaint. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to dislocation and pain.